Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain patient information from the time of the event, confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup battery failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device was turned into the biomedical engineer (bme) shop after a battery failed alarm had occurred. The rse completed troubleshooting with the customer, having them check the device event log. The check of the log confirmed that a battery failure diagnostic code was recorded. The rse informed the customer that when power management (pm) printed circuit board assembly (pcba) detects a battery error, it continues to provide ventilation and turns off the battery charger. The customer confirmed that the software version was 1.30 and recommended the following troubleshooting steps: 1. Verify that the pm pcba is equipped with pic firmware version 1.30, 2. Replace the internal battery, and 3. Replace the pm pcba. It was found during the troubleshooting that the battery manufacturing date was 2014. The rse informed the customer that the age of the battery is likely the cause for the battery fault and informed the customer that it is advised to replace the battery every 5 years. The rse provided customer with the part information for the backup battery so that a replacement could be ordered. This investigation is ongoing.